Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during pre-check, it was discovered that the small battery drive device was working intermittently. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and it was determined that it passed all the assessments. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. However, during repairs, a visual and functional assessment was performed which determined that there was an unknown debris on the seals, rough rotation on the ball bearing, and residue of unknown liquid on the electronic control unit (ecu) sub assembly components. It was further determined that the bearing was corroded. It was further determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is user improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.